Event description:
The customer reported a "failure...at the check valve". An unspecified medication was infusing and it reportedly "reversed". There is no report of any patient harm or medical intervention.

Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of a check valve backflow was confirmed. No anomalies were observed during visual or microscopic inspection; the check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noted to be going past the check valve into the primary bag indicating a faulty check valve. The failed component was returned to the supplier for additional analysis. Testing indicated a failed result however disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the backflow was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection from the supplier.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.